Event description:
The unit was returned as no longer needed. There were no alleged complaints. During the service repair evaluation, the alarm was found to function intermittently. There was no pt involvement. Malfunction discovered on technician's bench.